Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. A customer photo of short shots in the shields was provided showing defective molding of hemogard shields. We are unable to confirm hemogard shield separating from the stoppers as no physical product was received for evaluation. Short shots can occur at startup of the press or during a time in which trouble shooting is occurring at the press to correct an issue. Improperly purging the components to ensure that the short shot was not introduced into final assembled product can cause short shots. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5336640.

Event description:
It was reported that the 13x75 mm 3.5 ml bd vacutainer® plus plastic sst¿ tube. Gold bd hemogard¿ closure was delivered with visible cap fails. The cap did not fully cover the tube and in some cases the user experienced stopper pull out.